Event description:
Patient (user) reported he acquired a urinary tract infection after two months of using the ultra m12 gel coated catheter. He previously used a hydrophilic coated catheter before trying ultra m12. Patient was prescribed an initial antibiotic but his doctor changed him to a different antibiotic after confirming test results. Patient has recovered. His doctor recommended he change back to a hydrophilic catheter.